Event description:
It was reported that during a laparoscopic gastrectomy, the device fired malformed staples, which caused serious bleeding inside and outside the anastomosis site. Add'l sutures were used to complete the procedure. There was no adverse consequence to the pt.